Manufacturer narrative:
Follow-up # 1 ¿ (08/06/2014). The patient¿s meter has been returned on 7/10/2014 and evaluated by lifescan product analysis on 7/25/2014 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd cable was found to be loosened and l102 was broken. In addition, a secondary issue was noted when the batter was found missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue (screen flickering between black/blue/grey display). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.